Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue and leak were not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during pre-dilatation of a mildly calcified, 100% stenosed, lower extremity common iliac peripheral artery,the 5.0 x 100 mm armada balloon did not inflate at up to 8 atmospheres (atm). Contrast media was leaking form the distal end of the hub. Another armada was used for pre-dilatation and an omnilink elite and absolute pro stents were implanted in the lesion and then post-dilatation with an armada was performed to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.